Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The patient underwent staged procedures. After ablation, a 3.5x28mm promus element was implanted in the proximal right coronary artery (rca). In (B)(6) 2012, a separate procedure treated the 90% stenosed lesion located in the severely tortuous and mildly calcified distal rca. While advancing a non-bsc catheter for treatment, the catheter made contact with the previously deployed 3.5x28mm promus element stent in the proximal rca and angiography confirmed the 3.5x28mm promus element stent shortened about 8mm. An additional 3.5x14mm non-bsc stent was used for bail out treatment. Next, the attention turned back to the distal rca. Pre-dilation was performed and two promus element stents [3.0x28mm, 2.5x12mm] were successfully implanted to complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).